Manufacturer narrative:
Attempts to obtain additional information from the customer were made without success. Analysis was no performed since the device was not returned for investigation. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4), stockert 70 system us catalog #: s7001 serial #: (B)(4), cool flow pump us catalog #: cfp002 serial #: (B)(4), acunav 8f-90 us catalog #: 10135936 lot #: unknown. (B)(4).

Event description:
It was reported that during a vt procedure, the patient blood pressure decreased during the mapping phase, after the transseptal puncture was performed. It was noted on the ice that a pericardial effusion occurred. A pericardiocentesis was performed and 500 +cc of fluid were drained. The heparin boluses had been reversed with protamine per protocol. The patient was transferred for observation overnight. No radio frequency was applied during the case. The customer does not believe that the injury was a bwi product related.